Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain, turbid fluid and diarrhea. It was reported that the patient had approximately 10 bouts of diarrhea episodes at night and went to the emergency room the next morning and was diagnosed with peritonitis. The cause was not reported. The patient was treated with unspecified drug (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.